Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping or scroll bar moving during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported that the insulin pump was going crazy and that the bolus reading kept changing up and down. The blood glucose reading was 117 mg/dl. The customer stated that the bolus amount read 500 units, changed to 35 units, then back to 140 units. She disconnected from the insulin pump. She reported that she wears the insulin pump in her bra. No other significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.